Event description:
It was reported that the patient presented to the emergency room with diaphragm stimulation. A chest x-ray revealed that the right atrial lead was dislodged. The patient was scheduled for revision and the lead was successfully repositioned on (B)(6) 2023. The patient was stable.